Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported than an unspecified number of one-link catheter extension set had ¿back-flow issues from both ends of the set.¿ this occurred during infusion. There was no patient injury or medical intervention associated with this event. Additional information was requested, but is not available at this time.